Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that alarm 2 occurred and was verified by technical support. No information was provided regarding any impact to the customer's blood glucose level. Customer declined further documentation for issue, and no additional action was taken by technical support. Reportedly, the customer reverted to an alternate method of insulin therapy.